Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the battery tube which impacted the insulin pump's functionality, and no battery alarm was reported. The customer reported no adverse event. The event involved product mmt-1886l. Troubleshooting was performed and included advising the customer to disconnect from the pump, confirming the damage, instructing on pump care best practices, and recommending reverting to a backup plan as instructed by their healthcare professional and placing the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886l was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
The p-cap doesn't locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case battery tube, cracked battery tube threads, cracked keypad overlay, corroded battery tube, missing o-ring, broken reservoir tube lip, serial number label missing and partially broken retainer. Cosmetic damage was confirmed at battery compartment during analysis. Damage to retainer ring and reservoir tube was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.